Manufacturer narrative:
Initial 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available in: reporting site: 8021545. Manufacturing site: 3003442380 .

Event description:
It was reported that the patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2026.